Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cib jason, issue: unplugged cord ls was still on, sjc0014173. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: could be a safe light cable issue. Bad reed switch. Advice to re-calibrate unit and replace the mainboard. Error codes that exist listed bellow. E-22 - led failure- manual light mode: restart recommended. Power off the console and wait 15 seconds before restarting. Contact stryker if the problem persists. E-29 - temperature sensor error: ensure the console is in a ventilated area to maximize cooling. Contact stryker if the problem persists. E-31 - fan failure: ensure the console is in a ventilated area to maximize cooling. Contact stryker if the problem persists. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.